Manufacturer narrative:
A2: patient age: 73 years old at time of enrollment. E1. Initial reporter phone (B)(6).

Event description:
It was reported that occlusion occurred, requiring intervention. On (B)(6) 2023, the subject underwent treatment with the eluvia drug-eluting stent as a part of a clinical trial. The target lesion #001 was in the left mid superficial femoral artery (sfa), with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter, with 120 mm lesion length, with 100% stenosis, and was classified as tasc ii a lesion. Prior to the treatment of the target lesion with the study device, pre dilation was performed using 4 mm x 150 mm and 6 mm x 150 mm non-boston scientific percutaneous transluminal angioplasty balloons. Treatment of the target lesion was then performed by placement of 6 mm x 120 mm eluvia drug eluting stent study device. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged from the hospital on aspirin. On (B)(6) 2025, the subject was noted with symptoms related to occlusion of the left sfa and was hospitalized for further evaluation and treatment. In response to the event, target lesion revascularization was performed.

Manufacturer narrative:
A2: patient age: 73 years old at time of enrollment. E1. Initial reporter phone (B)(6).

Event description:
It was reported that occlusion occurred, requiring intervention. On (B)(6) 2023, the subject underwent treatment with the eluvia drug-eluting stent as a part of a clinical trial. The target lesion #001 was in the left mid superficial femoral artery (sfa), with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter, with 120 mm lesion length, with 100% stenosis, and was classified as tasc ii a lesion. Prior to the treatment of the target lesion with the study device, pre dilation was performed using 4 mm x 150 mm and 6 mm x 150 mm non-boston scientific percutaneous transluminal angioplasty balloons. Treatment of the target lesion was then performed by placement of 6 mm x 120 mm eluvia drug eluting stent study device. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged from the hospital on aspirin. On (B)(6) 2025, the subject was noted with symptoms related to occlusion of the left sfa and was hospitalized for further evaluation and treatment. In response to the event, target lesion revascularization was performed.

Event description:
It was reported that occlusion occurred, requiring intervention. On (B)(6) 2023, the subject underwent treatment with the eluvia drug-eluting stent as a part of a clinical trial. The target lesion #001 was in the left mid superficial femoral artery (sfa), with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter, with 120 mm lesion length, with 100% stenosis, and was classified as tasc ii a lesion. Prior to the treatment of the target lesion with the study device, pre dilation was performed using 4 mm x 150 mm and 6 mm x 150 mm non-boston scientific percutaneous transluminal angioplasty balloons. Treatment of the target lesion was then performed by placement of 6 mm x 120 mm eluvia drug eluting stent study device. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2023, the subject was discharged from the hospital on aspirin. On 24-jul-2025, the subject was noted with symptoms related to occlusion of the left sfa and was hospitalized for further evaluation and treatment. In response to the event, target lesion revascularization was performed. It was further reported that on (B)(6) 2025, the subject was hospitalized for further evaluation and treatment. On (B)(6) 2025, 635 days post index procedure, thrombotic occlusion was noted in the left sfa and was treated using thrombolysis. Post treatment the residual stenosis was noted to be 100%. On (B)(6) 2025, the subject was discharged from the hospital.

Manufacturer narrative:
A2: patient age: 73 years old at time of enrollment. E1. Initial reporter phone (B)(6).